Manufacturer narrative:
Additional device product code: kwp; kwq; mnh; mni; osh. D10: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, patient underwent t4-l3 pedicle screw fusion with expedium verse of unitized set screws & 300 mm cobalt chrome rods. The patient returned to clinic for postoperative visit complaining of pain in the lumbar spine area. Anterior/posterior (a/p) & lateral x-rays obtained which revealed that the rod was no longer locked in place on the right side at l3 & that the head of the right l3 screw was no longer locked in place. Based on these findings, the surgeon scheduled the patient to return to the or on (B)(6) 2020 for revision of the rod & unitized set screw. After exposure, the surgeon removed the implanted unitized set screw, which was still in the head of the screw but loose, placed the cobalt chrome rod back into the head of the right l3 screw, placed a new unitized set screw, compressed & performed final tightening to the right l3 unitized set screw. He further confirmed rod placement with an a/p x-ray & closed the incision. No further information provided. Concomitant device reported: screw (part# unknown, lot# unknown, quantity unknown);5.5 exp verse unitized set scr (part # 199721001, lot # wl1231, quantity 1). This report is for one (1) 5.5 exp verse unitized set scr. This is report 2 of 2 for (B)(4).